Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor was making a humming noise and wouldn't power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (humming noise, will not power up) has been confirmed. Upon investigation the monitor would not power on. Upon investigation, there was a segmentation fault while performing the flash memory test. The cause of the problem was isolated to computer analog (ca) board sn (B)(4). The ca board has been returned to vendor for replacement of the ca board flash memory components u102 and u105. The root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective flash memory. The pt received a replacement monitor.